Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and that a cartridge alarm (alarm 1) occurred.